Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving effective stimulation therapy from the scs system. The patient stated at some point in time, he lost coverage of his right side. A company representative met with the patient but was unable to regain stimulation coverage with reprogramming of the patient's system. X-ray imaging showed the patient's lead had migrated to the left. Surgical intervention may be taken to address the issue.

Event description:
Follow-up information revealed the patient underwent surgical intervention where in the scs system was explanted and replaced. It was noted the ipg was electively replaced during the procedure. Reportedly, effective therapy was restored following the procedure and the issue is resolved.